Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. It was stated that the customer changed his site 2 days ago and the next day started vomiting and it lasted throughout the night and he went to the hospital the next morning. Blood glucose value at the time of admission was 566 mg/dl; treated with the insulin pump according to bolus history and insulin drip. Customer was wearing the device at the time of the hospitalization. During troubleshoot; it was stated the drive support cap is recessed. A few air pockets found in the tubing but no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The cannula could not be inspected as the caller was not with the customer at the time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.